Event description:
It was reported that drill failed drill tests and got extremely hot when running it for 60 seconds. No patient involved.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. A relationship between the reported event and the device was established as the reported problem was confirmed. A complaint history review found someone similar reports, this issue will continue to be monitored. DHR review found that no conditions that could contribute to the reported event were found. The reported product met manufacturing specifications prior to being released for distribution. A visual inspection found that the exterior condition of the device doesn't show any wear. Nothing was identified visually that could contribute to the reported problem. In addition, a visual inspection was performed on the part beyond the reported complaint. There were no additional visual observations identified. A functional evaluation was performed and the reported problem was confirmed. The drill smokes and gets hot during the drill test. In addition, the functional evaluation was performed on the part beyond the reported problem. No additional functional non-conformances were identified. This issue was investigated before and it was determined that probable cause was expected wear & tear of the device. Therefore, the root cause was established to be expected wear / tear. No containment or corrective actions are recommended at this time.